Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -00672, 0001825034 -2019 -00676.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation. Approximately 1 year after that the patient underwent an open reduction due to dislocation. During the procedure, the trochanteric claw was found to be loose and was removed. Attempts have been made and additional information on the reported event is unavailable at this time.